Manufacturer narrative:
The pump was initially expected to be returnd for testing. The device has not been received.

Event description:
Possible overdelivey reported. The pump was set to infuse morphine 1mg/ml, 2mg pca dose, 6 minute pt lockout, 30mg 4 hour limit with a 10mg loading dose administered during setup. Approximately 2 hours later, a nurse noted that the display indicated a total delivery of 32mg had occurred. She did not recall if the loading dose had been taken into account or not. The programming allows for delivery of 20mg within each hour (up to the 30mg 4 hr limit) and the loading dose was administered before setup and is therefore not included in the 4 hour limit calculation. She reported that the device did not indicate the 4 hour limit had been reached. The pt did not experience any adverse effects. The pump was switched out. No further info was available.